Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Noticed on xray, the trunnion was damaged, had to replace liner, stem & head due to metal debris. Implanted in 2008 at (B)(6) medical.

Manufacturer narrative:
An event regarding a revision due to metal debris. A photo of the explanted stem was available, visual inspection of this image confirmed a stem fracture. Method and results: visual inspection: a visual inspection was carried out of the provided photo of the implant. This noted that the trunnion of the stem had fractured into two pieces. Bony on growth was noted on the proximal surface of the stem. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Noticed on xray, the trunnion was damaged, had to replace liner, stem & head due to metal debris. Implanted in 2008 at (B)(6).